Manufacturer narrative:
This report is being amended to reflect changes. Other device used: catalog #00771100900, zimmer m/l taper femoral stem offset, lot #61265008 - remains implanted - manufactured by zimmer inc. - (B)(6). The devices were not returned for review, however photos of the explanted devices was provided. The liner appears damaged, which may have been due to revision technique. The head surface shows some scratches, and some darker debris is seen at the mouth of the taper. A photo of the open wound is also provided which appears to show dark, damaged tissues. Manufacturing documentation was reviewed with no deviations or anomalies noted. Lab reports indicate that the patient's cobalt levels were high, and the chromium levels were within the reference range. Notes on radiographic series state that the patient has osseous irregularities that involve the greater trochanter. It is also noted that the MRI appearance is consistent with complications of particle disease, and that the gluteus medius and minimus muscles have advanced fatty atrophy with disruption of the tendons. Trunnion corrosion is noted in a follow up visit. Primary implantation operative notes were reviewed and were unremarkable. Compatibility of the devices was reviewed with no issues noted. A complaint history search of the related devices returned no additional complaints for the reported lots. With the information provided, the dislocation was likely secondary to the atrophied abductor muscles, which was secondary to the trunnion corrosion.

Manufacturer narrative:
Operative notes for procedure performed were reviewed. The patient was reported to have suffered two dislocations in short order. Workup c-reactive protein was noted to be mildly elevated. The hip aspirate indicated no growth. Cobalt and chromium levels were significantly elevated. As stated by the surgeon, an MRI scan demonstrated severe bilateral hip adverse tissue reaction was likely related to trunnion head corrosion. A wide zone of tissue necrosis extending from the undersurface of the fascia all the way down to the acetabular component and around it. Necrosis of the proximal femur was noted. The anterior, superior ,posterior, inferior capsule were all absent and replaced with necrotic pseudotumor type tissue. The hip was noted to be easy to dislocate with lateral traction. The femoral head morse taper was inspected and noted slight discoloration; however with no visible damage. The polyethylene was removed with a drill and screw technique. The reported devices are used for treatment. With the additional information provided, a specific cause could not be determined with certainty.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to adverse tissue reaction and dislocation.

Manufacturer narrative:
Device was not returned. However; photos of explanted device showed appearance of damage to the liner and the head surface of the taper showed scratches and dark debris at the mouth. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.